Event description:
It was reported that this right ventricular (rv) lead exhibited pace impedance measurements greater than 2000 ohms. No noise was observed in viewed episodes or in clinic. Boston scientific technical services (ts) discussed continuing to monitor. This rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).